Manufacturer narrative:
H3: one device was returned for analysis. Review of the event history log (ehl) showed multiple upstream occlusion alarms. A functional test was performed, and the reported issue was not duplicated. Preventative maintenance was performed but the cause of the reported issue was not determined and therefore no specific action was taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: december is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an upstream occlusion error. There was no patient involvement.